Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable loose at the distal idlers. The idler pulley spun freely and was not damaged. Failure analysis investigation also found upon opening up the housing, a broken grip cable which was causing the loose tension at the grip area. The clamping pulley screws were found to be secured. The idler block did not show signs of damage. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis investigation also found corrosion on the clamping pulley were the cable rails at. Failure analysis concluded that the damage may be due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. Failure analysis investigation also found indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, dr used mega needle driver instrument to sew vaginal cuff. After grabbing needle a few times dr noticed the instrument wires were showing. Nothing fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.